Manufacturer narrative:
(B)(4): this customer reported that the defibrillator did not work anymore and did not discharge. There was no report of any pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the defibrillator did not work anymore and did not discharge. There was no report of any pt involvement.